Event description:
Information received from the field notes that during a routine follow-up, interrogation showed a current drain of 51ua, although the programmed outputs did not account for high current drain. A verification and download was performed but the current drain was still at 49ua. The physician elected to continue monitoring the patient. The patient was not pacemaker dependent.